Event description:
Images from the siemens axiom artis system are supposed to be archived automatically by the mckesson horizon cardiology information system. Sometimes this does not happen. Departmental policy is that at the end of each case the monitoring tech is supposed to verify that the images have transfered over. Once the transfer and archiving is verified, the images can be deleted from the siemens system.in this case the team member noted that the images were missing, but didn't attempt to archive them. The team member then accidentally deleted the images from siemens. Once deleted, these images can't be recovered. The cath procedure was re-done.